Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) was due to the slda. The reported entrapment of device (clip caught on chordae) associated with the conservative assessment that the clip may have been implanted with captured chordae would be due to procedural circumstances (clip interacting with patient pathology/ morphology). The cause of the reported incomplete coaptation (postprocedure) associated with the slda could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment and recurrent mitral regurgitation, requiring intervention. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and a flail of a2. On (B)(6) 2023, first clip intervention was performed with a mitraclip xtw. The mr was reduced to <1. The device had functioned as intended and there were no adverse patient effects. On (B)(6) 2023, a single leaflet device attachment (slda) was observed and recurrent mr at grade 4. The posterior leaflet was detached. Second clip intervention was performed to stabilize the slda. The mr was reduced to grade 2. Per the physician, a chord was potentially captured during first clip intervention, and could have caused the slda. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.